Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp placed for the support of the patient. During support a small embolism was found in the femoral and iliac arteries. The corresponding physician believed this was due to the patients activated clotting times being too low. It was noted that thrombus/biomaterial was observed in the patient or on the device. Vascular surgery was consulted and the patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Thromboembolism: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.